Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2014 with the following findings: the display was observed to be a dim red color. On (B)(4) 2014, the black box recorded a time and date reset following a power reset event when the battery was removed for 5 minutes. The pump was exercised for 24 hours at 1 unit/hour and then the battery was removed for six hours. The time and date were then found to have reset back to default. The pump was opened for further investigation and an internal clock battery malfunction was observed to have occurred. (B)(6),

Event description:
The pump was returned for investigation. Investigation revealed a dim, red display. This report is made based on results of investigation completed on 09/09/2014.